Event description:
The facility representative reported an ipump with a condition of the on off button not responding. The process step is unknown. It is unknown if there was any patient involvement, patient injury, or medical intervention according to the hospital representative. No additional information is available.

Manufacturer narrative:
(B)(4). A service history review was performed and revealed the reported condition is not related to any previous reported problem for this pump. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. Device evaluation: the reported condition of an on off button not working involving an ipump was not confirmed nor reproduced during device evaluation. However, during the sample evaluation, the keypad was found to be delaminated. The front case was replaced to fix the reported condition.

Manufacturer narrative:
(B)(4). The device has not yet been returned for evaluation. When the evaluation is complete or if additional information becomes available a follow-up medwatch will be submitted.